Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was not confirmed. Device history record review revealed nothing relevant to this event. The device met all material specifications as received. No metal gouging found on the device. Further investigation revealed slight bent on outer shaft of device. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during use, the device was producing metal shavings. Surgeon was able to remove most of the shavings. The shaver was used as a suction device to remove all of the large pieces of shavings; however, some of the smallest ones were left behind. The surgeon then requested another blade and completed the knee scope without further incident.